Event description:
During a follow-up conversation with the home patient regarding a system error 2240 alarm, the home patient consistently uses 4 patient line extensions for each therapy session. No patient injury or medical intervention was associated with these sessions per the home patient.